Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified primary audible alarm background (bgnd). During functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the primary audible alarm. Replaced speaker as a preventative measure. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed. UDI details were unknown.

Event description:
It was reported that the pump exhibited a primary audible alarm post error. No patient injury was reported.